Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen did not have 'change cartridge' and 'gray x and blue box with checkmark' options on the 'change cartridge' page. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.